Event description:
Information received from the field does not address the patient's clinical status but notes a lead crush in the clavicle are a. Capture and sensing anomalies were noted as well as 230 ohms resistance.